Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. Philips field service engineer (fse) confirmed the reported issue. The fse replaced the video graphic assembly printed circuit board. (Vga pcb) to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported vertical lines appearing in the display. There was no patient or user harm reported. The event date was not specified; estimate used.